Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image problem was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: d14, which is either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. A probable root cause cannot be identified. A device history review revealed no findings/issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a dark image problem. There were no reports of patient harm.